Event description:
Follow up determined that the patient's ipg became inoperable due to the patient not being compliant with charging

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable about 6 months ago. As a result, the charging system was unable to locate the ipg as well as the patient programmer displayed an error message. Surgical intervention may be pending to address this issue.